Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('just pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy period"). The patient was treated with surgery (surgery for essure removal since 2 years). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain and heavy periods. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil embedded in my uterus') and pelvic pain ('just pain/ pains on that side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period"), back pain ("lower back pain"), loss of libido ("loss of libido"), vaginal discharge ("vaginal discharge"), intervertebral disc degeneration ("degenerative disc disease"), spinal stenosis ("spinal stenosis"), osteoarthritis ("osteoarthritis"), arthralgia ("chronic hip pain"), mood altered ("moodiness") and abdominal pain lower ("cramps"). The patient was treated with surgery (surgery for essure removal since 2 years, hysterectomy). Essure was removed. At the time of the report, the embedded device, pelvic pain, menorrhagia, back pain, loss of libido, intervertebral disc degeneration, spinal stenosis, osteoarthritis, arthralgia, mood altered and abdominal pain lower outcome was unknown and the vaginal discharge had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, embedded device, intervertebral disc degeneration, loss of libido, menorrhagia, mood altered, osteoarthritis, pelvic pain, spinal stenosis and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain and heavy periods. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: embedded device, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # # us-bayer- (B)(4) (legacy device report num 2951250-2020-04632 medwatch 3500a MFR number) which will be deleted from bayer safety database after all information was transferred to this record # us-bayer- (B)(4) which will be retained. New event- loss of libido, vaginal discharge, degenerative disc disease, spinal stenosis, osteoarthritis, chronic hip pain. Moodiness, cramps were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil embedded in my uterus') and pelvic pain ('just pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period") and back pain ("lower back pain"). The patient was treated with surgery (surgery for essure removal since 2 years, hysterectomy). Essure was removed. At the time of the report, the embedded device, pelvic pain, menorrhagia and back pain outcome was unknown. The reporter considered back pain, embedded device, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain and heavy periods. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: embedded device, back pain. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Events added- lower back pain, left coil embedded in my uterus. Reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.